Event description:
1976 bilateral augmentation with saline implants. 2001-seen in this office following referral for ruptured implants. Exam: marked firmness bilaterally with right greater than left with grade IV baker capsular contractures. Both implants have ruptured. 7 weeks later, pt underwent bilateral capsulectomy with removal of deflated implants. Right completely deflated. Lt 3/4 deflated. Otherwise implants were intact. Pt augmented with mentor saline implants and bilateral mastopexy.